Manufacturer narrative:
Evaluated handpiece. Handpiece didn't get hot. Handpiece failed specs due to cap sticking/debris build up on cap. Also cap had visible burnt black spot in middle of cap. Cap damaged from coming intact with rotor.

Event description:
It was reported that a midwest e plus 1:5 ca overheated; no injury resulted.